Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during case set up, it was observed that the motor device drill "waffle iron" locking mechanism was described to have a black "grease like" substance around about 3/4 of the locking collar as well as a small pool of this substance on the bottom of the tray. It was also reported that this pool was the size of a quarter. The tray and the other items on the sterile table were pulled from the sterile field due to contamination concerns. The drill was inspected, ran a drill test and no additional issues were seen. The drill was making an irregular "grinding" noise, the drill only achieved 72,000 rotations per minute and began to smoke immediately when the drill pedal was engaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.